Event description:
My medtronic insulin pump fails. I primed the tubing 3 times and no insulin came out. On the fourth time, it primed. On the same day, I had 2 severe low's (30mg/dl) and was in dka with blood sugar of 400 mg/dl. That same after noon, I have been having problems with this pump. This is my 5 or 6 pump in approx 9 months. I found out when I asked for a new pump because I strongly suspected, they weren't working. I was given at least 4 recycled pumps. The supervisor told me later that they are supposed to tell you that they are not new. Dates of use: this pump approx 1-2 months. Diagnosis or reason for use: diabetes. Event abated after use stopped: yes. Event reappeared after reintroduction: no.